Event description:
The customer reported to customer service that she had been using her breast pump from (B)(6) 2010 until (B)(6) 2011 and during that period she has had three (B)(6) infections and two yeast infections. She has been prescribed antibiotics and ointments on and off over the course of one year. Since she has discontinued pumping and she no longer has any type of infection. She indicated that she regularly changes out her pump parts and accessories, including tubing and membranes and that she wore both disposable and reusable breast pads. She inquired whether or not the pump motor could be swabbed and tested.

Manufacturer narrative:
Customer service sent a replacement pump to the customer and the customer returned her pump for testing/analysis. The results of testing/analysis indicate that the pump was performing to its intended function and met its performance specifications. Additionally, based on the complaint, the faceplate was removed from the pump and both the faceplate and diaphragm were examined and both showed a normal amount of debris and nothing unusual. There was no evidence of dried milk or mold on either surface. It cannot be definitively concluded that the pumps caused or contributed to the mastitis. We will monitor complaints for similar issues. Evaluation summary: the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump mfg on: 06/02/2010. Circuit board data: medela part #9007026; software version 5.1; (B)(4); lot code 0126 (1). No parts/accessories were returned with the pump (ie., transformer, breast shield assembly, tubing). Vacuum levels and cycle rates were measured (note: the pump ran for 30 seconds before any measurements were taken). (B)(4). The vacuum values for this pump in expression mode, minimum setting, both double and single pumping were normal for pumps made with the 9007026 circuit board (approx 115 mmhg). The pump performed its intended function and met its performance specifications. Additionally, the faceplate was removed and both the faceplate and diaphragm were evaluated for evidence of anything unusual. Both the fireplace and diaphragm showed a normal amount of debris. No dried milk or mold was seen on either surface.